Event description:
A suspected catheter problem was reported. It was reported a volume discrepancy occurred; the expected volume was 4ml while the actual residual volume was found to be 16ml. The cause of the discrepancy was unknown. Actions required as a result of the event included medical intervention, specifically dye and rotor studies were done. During the dye study, the health care provider (hcp) was only able to withdraw about 0.2ml of fluid from the side port. Dye was visible at the catheter tip after injection through the side port. There was no other indication of leaks or breaks. The hcp was still unable to withdraw csf (cerebrospinal fluid) from the side port after dye was injected. The rotor study showed normal rotor movement. Patient symptoms associated with the event included pain, specifically increased pain since january. It was noted the patient did feel an effect from her personal therapy manager (ptm) boluses which she utilized every four hours regularly. It was reported that ¿since the dye study was somewhat inconclusive¿ the hcp was planning an MRI to rule out any granuloma and then would consult with a neurosurgeon to determine if any further action will be taken. The patient¿s status was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid. The diagnostics previously reported had taken place on the date of initial report. No further information was known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that a dye study and MRI were performed. The dye study was normal and the MRI was negative for a granuloma.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that "there was some kind of gunk in the catheter end per the reporter, three months ago the patient was not getting any pain relief all of a sudden. The reporter also noted that every time they changed the medication they did not pull out what they expected; there was always more than they anticipated. A catheter blockage was noted. The reporter was redirected to their hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient had surgery related to ¿non-functional pump.¿ it was noted patient was on their 3rd pump since 2012-(B)(6) and has had ¿6 pump related surgeries." Please refer to manufacturing report # 3004209178-2013-00157 and manufacturing report #3004209178-2014-00712 for information on these surgeries. Additional information has been requested, but was not available as of the date of this report.